Event description:
It was reported that during start up of the external pulse generator (epg), the display shows '0' on the frequency and atrial and ventricular outputs, this cannot be modified. Also, the pacing green light-emitting diodes (leds) remain on. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (drawing too much current). Analysis also found the upper case, lower case, ring cover, and both bail covers are broken. Further analysis was performed on the lcd module. Visual inspection revealed no anomalies. Bench testing confirmed the reported event, the average backlight while off failed current testing, thermal imaging detected a hot component. Conclusion: confirmed that the failure was caused by a voltage suppressor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.